Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were redness and swelling. The patient was prescribed antibiotics. The physician believed that the infection was not device or procedure related.